Manufacturer narrative:
(B)(4). Date sent: 09/10/2021. D4: batch # u5a12u device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with no staples present and an anvil with a cut washer. The device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, staples do not close in b shape. There were no patient consequences.